Event description:
It was reported that during a gastric bypass procedure, the note states. "The device would not allow the load to enter the track. Unable to release, jammed. Two new loads had to be opened." Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.